Manufacturer narrative:
The exposed portion of the soft cannula was observed to be shortened, however the timing and cause of the damage to the soft cannula could not be determined. The overall length of the soft cannula was measured to be out of specifications. A fluid path test was performed and fluid did not exit the distal tip of the soft cannula and was observed exiting the shortened portion of the soft cannula. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached "in the 600's" (mg/dl) while wearing the pod longer then 48 hours on the arm. Ketones were also checked and the results were negative. As treatment, a manual injection of insulin was delivered.